Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported there was no stimulation possible. The patient did not feel any response anymore. The patient therefore had a procedure. During the operation, it was noticed that the lead was broken in two on the inside. It was stated the "wires" were pulled out of the "plastic sheet." It was thought that the lead was broken during sex. The old lead, which was implanted in 2005, was removed and replaced with a new lead. The issue was resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the tined lead found that the outer insulation was separated at the butt joint. Conductor #0 was broken 1.8cm from the proximal end and all conductors were broken 4.4cm from the distal end, at the times.